Manufacturer narrative:
A request for the return of the device has been made. A f/u report will be filed upon completion of an evaluation or if any add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Baxter sales rep called to report that the facility had contacted, had reported a colleague triple channel pump had failed during open heart surgery during pt use. The medications infusing were epinephrine, norepinephrine and phenylephrine (concentration, dose, rate and volume unknown). The pump alarmed fail code 16:310 and all three channels failed. The pt's blood pressure dropped and intervention (unknown) was provided to restore the pt's blood pressure. The pt responded to the intervention and remains hospitalized. The pt was switched to a 2nd colleague pump after this incident. This is the first of three events involving the same pt on the same date.